Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a rotational atherectomy treatment procedure, the burr could not be loaded on the guide wire. The target lesion was located in a highly calcified unspecified artery. The 1.50mm rotablator rotalink plus burr catheter could not be loaded on a rotawire guide wire during introduction outside of the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is listed as fine. However, product analysis revealed foreign material on the burr catheter.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the rotablator plus unit was received for analysis. Initial visual analysis revealed that the components of the device were connected together. It was additionally noted that blue threads and fibers were entwined on the distal trifler coil. A tug test and connect/disconnect test was then performed to examine the integrity of the handshake connection with not issues noted. Next, an attempt was made to guide wire the plus unit using a control guide wire however, resistance was met in the distal coil. Microscopic inspection of the burr and coil was then conducted which revealed no issues with the annulus of the burr or scratches that exposed any brass on the plated back half of the burr. However, blue fibers and threads were observed on the distal coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu states the burr at the distal tip of the rotalink catheter is capable of rotating at very high speed. Do not allow parts of the body or clothing to come in contact with the burr. Contact may result in physical injury or entanglement. Therefore the root cause classification is user related. (B)(4).